Event description:
It was reported that noise and impedance issues occurred on this right ventricular lead. Upon attempting to extract the lead, the lead broke. The implanted cardioverter defibrillator was explanted at that time. A sternotomy was performed and the remaining portion of the lead was removed. Calcification of the lead contributed to the removal difficulty. The subcutaneous implantable defibrillator, which is under advisory, was also explanted at that time. No additional adverse patient effects were reported.